Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) device developed a hematoma. Hematoma evacuation was performed, and device was repositioned. The device remains in service. No additional adverse patient effects reported.

Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) device developed a hematoma. Hematoma evacuation was performed, and device was repositioned. Additional information received from the field representative indicated that the physician performed evacuation of hematoma and was resolved right after. The device remains in service. No additional adverse patient effects reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.